Event description:
It was reported by the customer's biomedical engineer that the device's therapy connector loses connection if the cable is moved. There was no pt use associated with the reported event. The problem was found during periodic inspection.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported intermittent failure. The therapy receptacle connector assembly was replaced and then proper device operation was confirmed through functional and performance testing. The device was returned to the customer. Physio-control further evaluated the removed assembly. It was observed that the therapy cable could not be recognized by the device. The cause of the reported failure was determined to be and open socket at pin 1.